Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "produced a little flame inside the patient". For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be scraped off, approximately 0.04" to 0.12" in length at various locations of the conductor wire. Bare wire was exposed. Missing material was not returned. Root cause is attributed to a component failure for the insulation damage to the conductor wire. Additionally, the instrument was found to have a broken conductor wire at the yaw pulley. Loss of conductor wire insulation was observed. Root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation was performed due to the wire breakage. The instrument was found with thermal damage at the grip base, exposing the grip electrode. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Root cause is attributed to the user. The main tube exhibited signs of scratch marks/abrasions on the distal end, measuring roughly .03" to 0.19" in length and were not aligned with the tube axis. Root cause is attributed to user, such as excessive contact with abrasive or hard surfaces during transport or reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has been issued and isi has requested to have the maryland bipolar forceps instrument be returned for evaluation. However, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument log for the maryland bipolar forceps (part #471172-17 / lot #k10220202 0266) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6)2022 during a prostatectomy radical w/o lymphadenectomy procedure performed by the listed console surgeon via system serial #(B)(4). There were 3 uses remaining after this last usage. No image or video clip for the reported event was submitted to isi for review. This complaint is reportable due to the following: it was alleged that the instrument produced a flame inside the patient. The allegation could be related to the potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the fire to the instrument tip to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the maryland bipolar forceps produced a little flame inside the patient. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no physical damage to the instrument was observed. During dissecting after 20 minutes in use, arcing appeared on the wrist of the instrument. The instrument tips did not collide with other instruments, the surgeon believed a steel wire in the wrist caused the arcing.